Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an alarm on the insulin pump. The displacement test was performed and the insulin pump failed. The customer was instructed to discontinue using the insulin pump.